Event description:
During a lower anterior resection procedure, after the firing of a cs29 via a flexible shaft ii (fs214), the anvil of the cs29 did not automatically open. Another instrument was used to effect the opening of the anvil.

Manufacturer narrative:
The returned flexible shaft ii (fs214) was visually examined and was found to have a broken firing shaft. This break directly contributed to the failure of the cs29 to open after firing. The root cause of the broken shaft is unk. Visual examination of the cs29 showed that it had deployed staples and effected a cut, but the firing shaft drive clip was damaged. It is not known when or how the drive clip was damaged. Reported condition: after the cs29 was fired, it was not possible to open the anvil. Eval summary: fs214 has a broken anvil shaft and failed the self-test. Fs214 passed the field test and calibrated, opened/closed and fired a cs29 without incident. Memory card summary: after the cs29 is fired it does not auto-open, there are keystrokes to open the anvil and the proximal and distal anvil shaft sensors record sufficient turns to move the anvil to full open.